Event description:
It was reported that during a rotational atherectomy treatment procedure, a vessel perforation occurred. Vascular access was gained via the right femoral artery. The 80% stenosed, <5mm x 2.75mm target lesion was in an unspecified "old" stent in the moderately calcified right coronary artery (rca). At the lesion there was no tortuosity. Following advancement of the floppy rotawire guide wire, the 1.5mm rotablator rotalink plus burr was advanced, and ablation was performed for one run at 160,000 rpms for 20 seconds with the burr advancing through the lesion. Via contrast angiography a vessel perforation distal to the lesion was noted. The patient experienced hypotension. Treatment of the perforation was performed by ballooning of the vessel proximal to the perforation which occluded the vessel and caused a controlled infarction. No further complications were reported, and patient status is "alive and discharged from the hospital." In the opinion of the physician, there was no malfunction of the burr and the perforation occurred due to "the burr being advanced too far and on an acute angle."

Manufacturer narrative:
Weight: "average weight." Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).